Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient experienced halos and was having trouble adapting. The iol was exchanged six weeks following the initial implantation for a different model lens and half a diopter more power. The clinical reason given for the explant was dysphotopsia.